Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other devices involved in the event are as follows: model: fa-77350-18 / lot: not reported / dom: n/a / exp: n/a. Model: fa-77425-16 / lot: not reported / dom: n/a / exp: n/a. Model: fa-77475-20 / lot: not reported / dom: n/a / exp: n/a (qty 5). Model: fa-77450-16 / lot: not reported / dom: n/a / exp: n/a. Model: fa-77450-18 / lot: not reported / dom: n/a / exp: n/a (qty 4). Model: fa-77475-18 / lot: not reported / dom: n/a / exp: n/a (qty 4). Model: fa-77475-16 / lot: not reported / dom: n/a / exp: n/a (qty 2). Model: fa-77500-18 / lot: not reported / dom: n/a / exp: n/a (qty 4). Model: fa-77400-20 / lot: not reported / dom: n/a / exp: n/a. Model: fa-77450-20 / lot: not reported / dom: n/a / exp: n/a (qty 2). Model: fa-77425-18 / lot: not reported / dom: n/a / exp: n/a. Model: fa-77500-20 / lot: not reported / dom: n/a / exp: n/a (qty 2). Model: fa-77400-18 / lot: not reported / dom: n/a / exp: n/a. (B)(4).

Event description:
Information received from the intrepid clinical database. Treatment of a left and right unruptured fusiform ica (internal carotid artery) other cavernous aneurysm measuring 20mm x 50mm and 16mm x 36mm respectively. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2009 involving 15 pipelines and again on (B)(6) 2009 involving 14 pipelines. The patient experienced left hemiparesis on (B)(6) 2009 due to a malignant mca (middle cerebral artery) occlusion and required decompressing craniotomy. Clopidogrel was stopped five months after the treatment of the right ica and two months after treatment of left ica. Both icas occluded simultaneously. Right hemiparesis and aphasia became permanent.